Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed using magnification and a cut on the patient line tubing was found. Leak testing was performed and a leak was found through the tubing cut. Clear passage testing and clamp function testing were performed with no issues noted. The cut tubing was replaced and the device was run on a lab homechoice with no issues. The cause of the reported condition was determined to be a tubing hole. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from a slice in the patient line of a homechoice automated pd set with cassette during fill one of peritoneal dialysis therapy. The patient ended therapy. The solution had sprayed onto the patient's skin. The patient was given prophylactic antibiotics as a precaution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.